Manufacturer narrative:
A getinge technician was sent for investigation. The sensor panel was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
Complaint ID:(B)(4).

Event description:
The event occurred in australia. It was reported, that the pven (pressure venous) external data inputs received from the service kit sensor model, are not being displayed on the cardiohelp screen. The failure was detected during maintenance. The sensor panel will be replaced. No harm to any person has been reported.complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.note: this event occurred on the australien market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number: 701048012.